Manufacturer narrative:
An event regarding a non functional exeter introducer was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual dimensional and functional inspection was performed by (B)(4) medical visual inspection: the exeter stem introducer is in good condition, with marks of use. We can see that the prehension part of the stem introducer has been used several times as the visual aspect is no more sandblasted as it is on new instrument . Dimensional inspection: dimensional inspection was performed on the prehension spare part. The device is dimensionally compliant with the drawing number 3507-09-d rev a. -functional test: assembly and disassembly were performed without any issue: instrument is not jammed. Functional tests were performed to connect an exeter stem with a spigot to the returned instrument and the device is functionally compliant. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: a review of the complaint history database indicated that there have been no other similar events for the reported lot. Conclusions: a review of the returned device medical concluded following a visual, dimensional and functional inspection that "no issue has been observed on the returned device." No further investigation is required at this time as the returned device is fully functional. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported that the instrument 09305000 is difficult to use, the grip function is broken. This occured during a surgical prodedure, the instrument was used but did not work as wanted. The surgery was completed without any adverse consequenses for patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It has been reported that the instrument 09305000 is difficult to use, the grip function is broken. This occured during a surgical procedure, the instrument was used but did not work as wanted. The surgery was completed without any adverse consequences for patient.